Event description:
The physician used a cook endoscopy savary-gilliard wire guide during an esophageal dilation procedure. After placing the wire guide a savary-gilliard dilator was advanced over the wire guide to the desired position. When the dilator was removed the wire guide had kinked and stretched near the distal end. The patient complained of pain. An x-ray and CT scan confirmed a perforation of the esophagus.